Event description:
Debris discovered in o&m plastics eye pack as the patient was brought into the or (operation room). Surgeon and coordinator notified. New back table set up while patient was in the operation room. Photos of debris will be provided to or leadership. Plastic eye pack; ryep01-02, lot #: 1624280.